Event description:
It was reported that the side-firing fiber was noticed to have commenced forward firing at 109,172 joules during a prostate procedure. A second fiber was used to complete the procedure. No pt injury was reported.